Event description:
This lead was capped on (B)(6) 2011. R waves down to 1.4-2.0mv from 6.2mv and impedance at 440 ohms down from 790 ohms. Information was received from (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).